Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture and catheter removal difficulty occurred. After a wallstent was deployed, a 14-4/5.8/75 xxl¿ vascular balloon catheter was advanced for post-dilatation. However, when the balloon was inflated at 6 atmospheres, the balloon ruptured in the middle of the wallstent. The physician had to remove the sheath since the balloon did not re-fold and was stuck. A new sheath was replaced and the procedure was completed using a different balloon catheter. No patient complications were reported.